Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the wolverine device was received and analyzed. A visual and microscopic examination was performed on the returned wolverine device. A section of one of the blades approximately 5mm in length was noted to be completely detached from the distal end of the balloon material. This damage can potentially be a result of the resistance encountered during withdrawal of the device. The remainder of the blade was intact and undamaged. The entire blade pad remained fully bonded to the balloon material. The detached section of blade was not returned for analysis. All other blades were intact an undamaged and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the damage identified. A visual and tactile examination identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and microscopic examination was performed on the returned balloon material. The balloon material was unfolded and inflation medium was noted within the balloon material which indicates the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified inflation medium within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified inflation medium. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. The balloon was inflated to rate of burst pressure three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination identified damage to the tip. This type of damage is consistent with the tip being pushed against a restriction such as a lesion. No issues were noted with the tip that could have contributed to the damage identified. No other issues were identified during the product analysis. Photos received were reviewed by medical safety: the images provided demonstrate microtome detachment from a wolverine cutting balloon catheter. Based on the deformity seen in the remaining microtome blades, the catheter was likely used to treat a lesion that was extremely resistant or not-dilatable. The images provided are consistent with the wolverine microtome separation complaint. The detached fragment was reportedly not retrieved and remains in the patient. Unretrieved microtome detachment and embolization are included in the wolverine risk management documentation.

Event description:
It was reported that a blade break and blade detachment from a balloon occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate a severely calcified target lesion and on the third inflation at 16 atmospheres for 30 seconds, the blade broke and detached from the balloon. The detached blade remained in the patient body and the exact location of the detached blade was unknown. No intervention was performed to retrieve the detached blade. No resistance was felt during insertion and inflation. The user noted that the issue was not the device, as pressure applied was at 16 atmospheres, exceeding the recommended pressure for this device. No additional complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a blade break and blade detachment from a balloon occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was used to dilate a severely calcified target lesion and on the third inflation at 16 atmospheres for 30 seconds, the blade broke and detached from the balloon. The detached blade remained in the patient body and the exact location of the detached blade was unknown. No intervention was performed to retrieve the detached blade. No resistance was felt during insertion and inflation. The user noted that the issue was not the device, as pressure applied was at 16 atmospheres, exceeding the recommended pressure for this device. No additional complications were reported and the patient status was stable.